Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation (af) with atrial undersensing leading to a false termination of the af episodes. Atrial sensing was reprogrammed and the atrial lead remains in use. No further patient complications have been reported as a result of this event.